Manufacturer narrative:
(B)(4). Conclusion - user error contributed to the event. According to the contraindication section of IFU, when used to help achieve hemostasis in, around, or in proximity toforamina in bone, areas of bony confi ne, the spinal cord, or the optic nerve and chiasm, it must always be removed after hemostasis is achieved since it will swell and could exert unwanted pressure.

Event description:
It was reported that (B)(6) male underwent posterolateral thoracotomy for a pancoast tumor of the right upper pulmonary lobe with infiltration of the vertebral body and an absorbable hemostatic agent was used. The patient awoke from surgery without neurological deficits. On post operative day 1, he fell asleep in the afternoon and woke up with paraplegia and complete sensory loss in his right leg. An emergency MRI showed a mass lesion within the spinal canal. A laminectomy was performed and orc material compressing the spinal cord from the right side penetrating the dura, creating a csf cerebrospinal fluid leak. The patient was sent to rehab with some recovery in the left leg.